Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Continuation of d10: product ID l-evolutfx-2329, product lot number 0011984399, product type: compression loading system (cls); product ID: evolutfx-29, product serial number: (B)(6), product type: valve; implant date: on (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvulo plasty (bav) was performed using a non-medtronic balloon due to calcified and tortuous anatomy. During deployment, paddle hang up occurred. Wire manipulation and capsule advancement were performed, and the final maneuver that was needed to release the paddles was catheter movement. The paddle ended up releasing and the valve was implanted. Per the physician, it was unknown what caused the paddle hang up, and the manipulation of the dcs did not cause or contribute to the paddle hang up. No adverse patient effects were reported.